Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient stated that they had a cardioversion done on friday where they shocked their heart back to normal rhythm. Patient stated that their implant was off during the time of the cardioversion , but now they is having difficulty getting the device to turn back on. Patient reported seeing a message that internal device has lost all data contact your clinician. Agent reviewed por (power on reset) message with the patient. The caller stated that they notified a rep of the issue today , who redirected them to ps. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.